Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-jan-2016, an fse conducted follow-up with the customer to address the reported event. The fse performed troubleshooting with the customer and found that the diluent syringe had to be replaced to correct issue. All errors cleared. No further actions were required by field service. The most probable cause of the reported event was due to a defective diluent syringe.

Event description:
On (B)(6) 2016, a customer reported error 4013 specimen syringe home not found failure with their aia-360 analyzer. The customer rebooted but the error persisted. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.